Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose level. The customer¿s blood glucose level was over 447 mg/customer was not able to troubleshoot at time of call. The customer also state that insulin pump receives no delivery alarm. The insulin pump will not be returned for analysis.